Event description:
Patient had a primary tha done at another facility. The implants that were implanted at this time received a recall. Patient had a revision tha done at (B)(6) on (B)(6) 2019 via dr (B)(6). The reason for this case was to remove the recalled implants. When the surgeon got into the capsule he found that the implants caused pseudotumor which in turn turned the tissue and cartridge to mush. Patient was brought back to (B)(6) via dr (B)(6) on (B)(6) 2019 for a second revision of the hip. A seroma occured and became infected due to the recalled implants that caused the initial pseudotumor. Per dr (B)(6) he thinks that when he opened the capsule the first time and found the pseudotumor from the implants it released the issues causing the seroma and in turn causing the overall infection. The implants' recall/defectiveness were the overall causes of her issues.